Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose at the time of the admission was unknown. The nurse declined troubleshooting. The nurse stated the insulin pump had a failed battery test. It was advised a new battery need to be used. The nurse was advised to call back when the the customer have a moment. The insulin pump was not returned for analysis.